Event description:
In this event it is reported that smartlite pro intro kit slp on the led tip get extremely hot and that it has caused postoperative discomfort, pulpitic discomfort and thus endo-treatments as a result after inserting inlays. The customer reportedly, heat generated would cause massive postoperative, pulpitic complaints after insertion of the inlays and he would have several endo treatments as a result.

Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation results: we receive yesterday 06th september the complaint smartlite pro here at the equipment service in radolfzell. I have check light power of the cure tip and it is with 976 mw/cm² inside the specification. Also the illuminate tip is with 12 mw/cm² (low) and 24 mw/cm² (high) inside the specification. The temperature at the cure tip backside is after 4x10 sec. On / 5 sec. Off with 28,5°c inside the specification. The battery capacity of both batteries are with 563 mah and 577 mah inside the specification. So don't can find a technical problem on this smartlite pro. Our repair no. 199185, 199186 and 199187.